Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The sample was subjected to a visual examination; no black spec is identified on line 17 or on any tubing within the transfer set. Based on the evaluation results the product met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that a dark spec or inclusion was noted on the txs, line 17. No injury reported.